Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens not returned. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. Repositioned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was repositioned. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: patient code ((B)(4)) - reduction of irido-corneal angles. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, observing no visible damage to the lens. Corrected data: the report source should be distributor, not user facility. (B)(4).

Manufacturer narrative:
(B)(4).